Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for interstim-other. It was reported that there was a poor communication screen on the patient programmer (pp). An antenna was used and confirming it was secured and syncing with the implantable neurostimulator (ins) resolved the issue. It was confirmed that the pp was able to connect without the antenna. It was noted that the patient's kidney disease had worsened to possibly stage 4. There was tingling in the feet and hands and "checking all over." The change in the disease and symptoms started to occur in (B)(6) 2015. Further follow-up is being conducted to determine the circumstances that led to the worsening disease, symptoms, and poor communication, and what steps/diagnostics were taken to resolve the kidney issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that her kidney disease and tingling symptoms had not worsened. Her glomerular filtration rate ( gfr ) was g30/0 and the tingling in her hand ,feet had worsened to stage 3. She has not had her device on for a while and she needed assistance. There was no step taken to resolve the worsening kidney disease and symptoms with tingling in hands and feet. It was noted that she needed to go back in 3 months. It was indicated that the poor communication had been resolved after they walked her through which button to push to turn it on.